Event description:
The MFR received info alleging a ventilator's alarm input was damaged. The device was not in pt use.

Manufacturer narrative:
A ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The interface board was replaced to address this issue.